Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a firmware update failure while enabling libre 3 sensor compatibility, resulting in the device freezing with a persistent loading indicator and an unresponsive screen; multiple soft and hard restarts were attempted, and the device later restarted but the update continued to stall at 0 percent, preventing further setup and feature restoration. Symptoms included no reported adverse health effects. Outcomes included shipment of a replacement device while the original device return and verification were pending. Investigation included review of service history and shipping status. Investigation of this case revealed a device software upgrade failure with intermittent recovery but recurrent freezing that impeded normal operation. It was concluded that a software malfunction occurred, and a replacement was provided to restore therapy continuity. Investigation of the device confirmed the event but the issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.